Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Returned test strips produced high readings on 30 level. Defect found. R&d final root cause investigation has been completed. Most likely underlying root cause is improper storage of test strips: strips outside of vial for a prolonged period of time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained from meter memory of 142, 151 and 148 mg/dl. The customer's expected fasting blood glucose test result range is 77 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 125 mg/dl and 187 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/23/2018 and open vial date is 09/05/2016. Customer stated she has not had any recent changes in her daily activities such as diet, exercise, or medications. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:142mg/dl, 151mg/dl, 148mg/dl. Customer has not had any recent changes in the daily activities such as diet, exercise, or medications. Customer states the last a1c was 6.2 .